Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication experienced by the patient. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: after the completion of a da vinci-assisted cholecystectomy procedure, a bile leak and fluid build-up was identified in the patient's abdomen. At this time, the root cause of the patient's post-operative complication remains unknown.

Event description:
It was reported that the patient underwent an unspecified da vinci-assisted surgical procedure. Prior to the procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) suggested that the surgeon provide indocyanine green (icg) dye for diagnostic purposes; however, the site declined. The procedure was completed with no adverse effect, harm, or outcome to the patient. On an unspecified date post-operative, a bile leak and fluid build-up was identified within the patient¿s abdomen. On (B)(6) 2019, the patient was brought in for additional diagnostic testing and re-operation. No further complications were reported. At this time, the root cause of the patient's post-operative complication is unknown. On (B)(6) 2019, the csr provided additional information regarding the reported issue: the surgeon performed the da vinci-assisted cholecystectomy procedure on (B)(6) 2019. The csr was unaware of any previous medical conditions that the patient had that would have contributed to the post-operative complication. The procedure was not recorded on video. There was no malfunction of a da vinci system, instrument, and/or accessory during the procedure. There were no intra-operative complications. The procedure was completed robotically. The patient was brought back in for a computed tomography (CT) scan and the weck surgical clips that were placed during the procedure were still found to be intact; therefore, there was no leak from the surgical site. The surgeon believed that there was a leak from the liver bed, which led to some bile-tinged fluid in the abdomen. Because the adhesions were too dense, the surgeon opted to place a drain and check again in a week. The surgeon noted that the patient was currently doing well. The root cause of the patient's post-operative complication remains unknown.